Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
The reported condition of channel b fails was confirmed but not duplicated. Failure code 810:11 and 812:05 on channel b were found in the event history and were caused by a faulty channel b pump head module. Failure code 812:05 is a cascade of failure code 810:11. The pump head module was replaced to correct the reported condition. (B)(4)

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with channel b fails. It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as uremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.